Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant by a medical professional. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 02, 2024, mentor received updated information for the event details. The patient experienced bilateral breast sagging which caused neck, shoulder, and back pain. A consultation with a medical professional was conducted, and the patient was diagnosed with bilateral breast ptosis. As a result, the patient underwent bilateral breast implant removal. However, during the surgery, with a ruptured right breast implant was discovered. There was no reported procedural delay or patient consequences due to the discovery. Reason for device explant and/or reoperation: angiomata, pain this report is for the right breast prosthesis. As an event for the contralateral side was indicated, another file was generated to document the event. On october 11, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).